Event description:
Patient in or for pacemaker battery change. At 0952 surgeon used electrosurgical unit in pocket of wound for pacemaker placement. A 4x4 sponge was in pocket and ignited. Fire was extinguished and machine and disposables were removed from service. At 1020 the surgeon was removing a lesion on the patient's cheek with a new electrosurgical unit. The patient had an oxygen mask on at 8 l/min. The mask and tubing ignited and burned the patient's mask area. Since the patient's nasal hairs were singed, he was intubated for precaution and transported to burn center for evaluation of his airway and necessary treatment. As of today, the report on the patient is that he received minor burns and will soon be discharged.